Event description:
The customer reported the system would not display a usable image. The images were grainy. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and set up the proper configuration settings. The system operates as intended.